Event description:
It was reported that a pta balloon used to treat a stenosis in the basilic vein could not be deflated. Various deflation attempts were made with different devices, however, all proved unsuccessful. The pta balloon was then retracted to the tip of the introducer sheath. A needle was advanced inside the introducer sheath in an attempt to puncture the balloon, but this was also unsuccessful. The pta balloon dilatation catheter was then cut into two pieces and the introducer sheath was removed. A needle was advanced inside a larger introducer sheath and the balloon was successfully aspirated. The device was removed without any injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint to date for this corporate lot number. The complaint sample has been returned and the investigation is currently underway.